Manufacturer narrative:
(B)(4). Device not received, log review pending. The log and data set have been received and a log review is pending. A f/u report will be submitted with the results once the analysis has been completed.

Event description:
A customer requested a log review for a pca event. It was reported that a post-op pt was placed on a pca in the pacu on (B)(6) 2012 at approx 0800. The intended programming was reported as follows: pca hydromorphone (25mg in 25ml), dose 0.3 mg, lockout 8 min, max limit 5mg/4hrs. The pt was found unresponsive at approx 1700 and a code blue was called. A customer's email states, "it is important to also note that at this time it has not been determined if the pca pump had any role in the pt incident. It is quite possible that it did not". No further pt or event info has been provided.